Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced foreign matter within the tube. This event occurred 9 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that 9 tubes have black specs in them.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes d9: returned to manufacturer on: 2022-09-28 h.6. Investigation summary: the device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. One customer photo and 9 customer samples were received for review and analysis. After review of the customer photos, bd is able to confirm fm-embedded within the tubes due to the black dots going up the side of tube and no loose particles within the specimen. Additionally, 9 customer samples were subjected to a visual inspection of fm-embedded. 9 of 9 samples failed the test for fm. Therefore, bd is able to confirm that the defect is embedded fm. The root cause for the fm (dark brown/black spots) embedded in the tube wall occurred during the injection molding start-up process, with inadequate purging of the line. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced foreign matter within the tube. This event occurred 9 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that 9 tubes have black specs in them.